Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a5, a6, b5, b6, d6b, h6.

Event description:
Patient reported "chest pain for a long time and rupture" diagnosed by MRI and ultrasound. This record is for the left side. Device was explanted. Device not available to return as too damaged.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture and chest pain. The device remains implanted.